Manufacturer narrative:
Review of data logs dated (B)(6) 2024 revealed the following sequence of events : - at the beginning of the in-clinic follow-up (15:23), the device was in safer mode (not in nominal or stand by mode) - the red cross button on the programmer screen was pressed at 15:34, prompting nominal settings (including switch to vvi mode 70bpm) - then the device was re-programmed in safer-r mode - at the end of the in-clinic follow-up (15:48), the device was in safer-r mode (not in nominal or stand by mode) based on available data, no issue is suspected on the device.

Event description:
Reportedly, on (B)(6) 2024, at the in-clinic fu, the pacemaker was found in security mode.